Event description:
It was reported that the image of the subject device went black, after a while, a box with an error message (e226) appeared. The issue was identified during preparation for use for an unspecified procedure. It was reported that the subject device was switched to another laparoscope to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information provided by the customer. Updated fields b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: broken video cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken; therefore, the image was not displayed. A definitive root cause could not be identified for the broken video cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device went black, after a while, a box with an error message (e226) appeared. The issue was identified during preparation for use for an unspecified procedure. There were no reports of patient harm.